Event description:
Patient underwent a left femoro-popliteal bypass procedure in 2007. Graft thrombosis was evidenced 7 months post surgery. Upon exploration and cutting of the graft to insert the thrombectomy device, physician noticed a "scarring' on the inside of the graft. The graft was explanted and returned to the manufacturer for examination.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. Explanted graft was sent to an outside laboratory for histopathological examination. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. No conclusion can be drawn until the histopathological examination is completed. A follow-up report will be submitted within 30 days upon receipt of additional information.